Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Explanted date - remains implanted. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 14 states, ¿postoperative bone fracture and pain.¿

Event description:
It was reported that the clinical patient underwent an initial left hip arthroplasty on (B)(6) 2015. Subsequently, patient experienced a displaced trochanteric fracture; however, no revision has been reported at this time. No further information has been provided.